Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "potential bia-alcl" (histopathological markers not reported).

Event description:
Patient reported left side "potential bia-alcl", "pain" , "itching", "sensitivity", "burning". Patient additionally reported "potential breast implant illness"; this is not related to the device. Histopathological markers confirming alcl have not been received. Device remains implanted.